Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified that it was fractured. Functional testing could not be performed since the device was fractured. Picture image was not provided. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® gold-tite® hexed screw (iunihg) was not returned. Since the reported product has not been returned for investigation, visual/functional evaluation could not be performed. The investigation has been performed based on the available device information. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth # 26 and was used for approximately 7 years 6 months. The customer did not provide any pictures or x-rays. Device history record DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the available information, device malfunction could not be verified and the reported event was non verifiable as no objective evidence was provided towards the reported event. H3 other text: no product returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Lot number and unique identifier (UDI) number are unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
Doctor reported the fracture of the screw. Only one parts of the screw was removed. The another part will be removed to place a new screw.